Event description:
Caller reported a past occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer resolved their issue by changing the infusion set and cartridge and declined further troubleshooting for past occlusion issues. No additional information was received regarding the specific outcome of the event.